Event description:
Customer called stating that the meter is running high. The result from the meter was 208mg/dl and the customer was feeling "groggy". Paramedics were called and they reported a reading of 26. Patient was treated by paramedics and released. A review of the system was conducted over the phone. It was determined that the patient has off-brand strips and expired strips. Unsure which were used for testing. Customer was asked to return meter for evaluation. A replacement meter was provided and the customer was invited to call 24/7 with any future questions/concerns.